Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and remote support service (rss) was offline. A field service engineer noticed a strong burn odor in the cabinet and found thermal damage to the solenoid, the retractor band, and the edge of the pyxibus ribbon cable. The drawer controller board was also reading out of range, and the module controller was functioning only for drawer 1.2, replaced both controller boards, the retractor band, the solenoid assembly, and the pyxibus drawer cable. Tested the system using the hardware test application and the dispensing application, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not turning on. The customer mentioned that when they checked the station, they smelled something burning similar to burnt rubber and the fan was not spinning. However, there were no delays or adverse events or injuries reported based on this event.